Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 36 mg/dl. The customer declined to troubleshoot for the low blood glucose level. The customer stated the sensor glucose was low but that the blood glucose was 80 mg/dl. The customer stated she kept waking her up in the middle of the night. The customer stopped wearing the sensor due to it didn't work. The product was not replaced. The product will not be returned for analysis.